Manufacturer narrative:
Additional information received indicated that a gradual decline in power and flow was noted since (B)(6) 2017 hospitalization. Hemoglobin also continued to drop. The curve progression was slightly pulsatile but sinusoidal. A clearly dampened flow curve in the systolic region was visualized which is indicative left ventricular hypovolemia. There was no evidence of suction phenomenon. The site stated that there was no indication of a pump malfunction, however, a massive inflow displacement/thrombus was suspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
**Other devices involved in this event: unk-outflow graft / catalog number: 1125 / expiration date:unk. No, not returned to manufacturer. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented with possible thrombosis. Thrombus was recognized in the left ventricle. After the pump was explanted from the patient, thrombus was detected in the outflow graft.  No pump thrombus was visualized. Pictures and controller log files were sent. Preliminary log file analysis performed on (B)(6) 2017 revealed 134 low flow alarms logged since (B)(6) 2017. Power consumption was observed to be below normal operating range. The site decided to exchange the pump to a heartmate iii device on (B)(6) 2017, however, the patient expired during the operation. Of note, the patient had pre-existing renal insufficiency and gastrointestinal bleeding. No further information was provided.

Manufacturer narrative:
Product event summary: hvad pump hw23146 and outflow graft of unknown serial number were not returned for evaluation. Review of the manufacturing documentation for hw23146 confirmed that the associated device met all requirements for release. Review of the manufacturing documentation for the outflow graft could not be performed due to the unknown serial number of the outflow graft. Review of the log files revealed a decrease in estimated flow and power consumption starting (B)(6) 2017 to parameters below normal operating range on (B)(6) 2017. 134 low flow alarms were logged starting (B)(6) 2017, confirming the reported event. Additionally, the site provided visual evidence of thrombus in the outflow graft during the explant procedure. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the "low flow" event can be attributed to an occlusion caused by thrombus formation within the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues rel ated to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: unk outflow graft, (b)(4. If information is provided in the future, a supplemental report will be issued.